Manufacturer narrative:
At this time, available information notes that despite attempts from the clinic, the patient has not been scheduled for follow-up and has not returned the clinic's calls. It was noted that the clinic was going to continue to reach out to the patient. If further information becomes available this event will be updated.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's remote home monitoring system detected a high out-of-range (oor) shock lead impedances for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system. The field representative consulted with boston scientific technical services (ts); it was reviewed that the measured oor impedance was 132 ohms and the rv lead is a single coil lead. The patient was scheduled for an in-clinic evaluation, but did not appear for the appointment. At this time, the clinic is attempting to reschedule the appointment so further evaluation can be performed. No adverse patient effects were reported.